Event description:
It was reported that cartridge alarms occurred during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was was displayed as "high"; however, a specific value was not provided. At the time of report the customer had not addressed the elevated bg. Reportedly, the customer reverted to an alternate method insulin therapy.